Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
For the first firing of duodenum resection in laparoscopic total gastrectomy, the surgeon fired device. After the surgery , leakage was noted from the cut end of and re-surgery was performed. There was tissue damage. Reoperation required. T he cartridge was discarded by the customer at the hospital.